Event description:
The hospital reported that a pt experienced unspecified "pressure wounds" on the cheek and chin during a procedure that involved a head positioner. No further event or pt information provided.

Manufacturer narrative:
Under european law, pt information is considered confidential and will not be released by the site. The exact date of the reported event is unk. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.